Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and defibrillator exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The rv lead was explanted and replaced, the device remains implanted. To date, no additional adverse patient effects have been reported.